Event description:
Two shocks; asymptomatic. Difficulty interrogating, no green lights or tone. Returned for programming difficulty. Patient reported ran to meet a ups truck, driver using his "signature box" within 3 feet. ICD delivered 2 shocks, could not be interrogated after.